Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. Device history record (DHR) review conducted: part # 03.632.083. Lot # 7880208. Manufacturing site: werk balsthal release to warehouse date : 20 april 2012. Expiration date:n/a. Supplier: n/a. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024 when inserting the matrix screw with distractor tip loaded the distractor tip kept loosening. Upon inspection of the distractor tip it was noticed that the threads of the distractor tip are stripped. Another distractor tip on the set was used for the procedure. There was no patient involvement. This report is for one (1) distractor tip for matrix detachable holding sleeve this is report 1 of 1 for complaint (B)(4).